Manufacturer narrative:
Insulin pump received with a constant blank steady white light on the display due to cracked lcd glass. Pump received with cracked keypad overlay on select button noted. The test reservoir stay locked in place noted. (B)(4). Unit received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test and p-cap / reservoir will not lock properly due to missing retainer.

Event description:
The customer's mother reported via phone call that the keypad and liquid crystal display screen was cracked. The customer¿s blood glucose level was unknown. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced, to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.